Event description:
The customer reported that the filmer will not move into film position and stay.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep adjusted the position pot s7, so that it does not make prematurely. The film now properly moves into film position. The system performs as intended.